Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib, inappropriately shut down and displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "failed self-test for defib" and "unit shuts off" were observed and attributed to a faulty pace/defib (pd) engine board. The pd engine was replaced to resolve the issue. The report of "check pads message" was observed and attributed to disconnected cable pins at a connector on the pd engine board. The conductor cable was replaced to resolve the issue. Analysis of reports of this type has not identified an increase in trend.